Manufacturer narrative:
Evaluation summary : no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. Althoug it was requested, no additional information was provided by the reporter. The root cause could not be identified conclusively. A possible reason for the vertical gas breakthrough (vgb) in this case could be the combination of thin intended flap (90¿m), inhomogeneous applanation, and insufficient canal venting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during creation of the flap in the left eye, there was vertical gas breakthrough at the 12 o'clock position. Also, per the surgeon, the flap was thinner than expected. While the flap thickness was set to be 90 microns, the flap measured between 48 to 58 microns. There is no known patient impact. Additional information has been requested.